Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implantation of the device, there was an issue in the fixation system. Helix would not extend. The lead was explanted. The lead was attempted to be implanted in the ra, but the physician decided to leave the device only with the ventricular lead and change the set up to vvi. The patient status was stable at all times.